Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager connected to the refrigerator failed to display the temperature reading. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not displaying the temperature. The field service engineer (fse) inspected medstation and refrigerator and found refrigerator not detected on bus. Turned of battery and powered off refrigerator. Then shutdown pyxis. Powered refrigerator back on and waited for temperature to display. Then powered pyxis back on. Now refrigerator is being detected and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.